Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures. The customer¿s blood glucose level at the time of incident was 400 mg/dl and the current blood glucose level is 253 mg/dl. Based on customer report customer does not allege pump was under delivering. The customer treated high blood glucose with manual injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. The insulin pump will not be returned for analysis.